Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and she experienced high blood glucose if 400 and 366 mg/dl. Customer treated with manual injection. Customer stated that the paramedics went to her house but she was not hospitalized. The customer also reported she was having difficulty clearing the no delivery alarms as if the buttons were stuck. The customer removed the battery but the keys were not responding. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had all buttons functioning properly. No damage in keypad assembly noted. The connector on lcd was inspected and no unlocked connector was noted. The device passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. Device was received with minor scratched display window.